Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed scissored clips. Another device was used in which the same problem was noticed. A third device was used to complete the case. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
Date sent: 10/07/2009. Information is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.